Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4965-25, implanted: (B)(6) 2000; product ID kdr601, implanted: (B)(6) 2000; product ID addr01, implanted: (B)(6) 2007. (B)(4).

Event description:
Additional information was received indicating the device and right ventricular (rv) lead were replaced due to increasing and high thresholds. No patient complications have been reported as a result of this event.